Event description:
Device was applied to a laceration on the right forehead in 2006. A week later, some clear drainage was noted coming from the wound with the adhesive intact. The area appeared pink, but no discomfort was reported. The pt was to follow-up with her physician in 2 days. The product distributor attempted to contact the pt, leaving a message to return call. No more info was provided.the pt's current condition is unknown. Product was not returned.

Manufacturer narrative:
Some info for this report had not been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification. The product is provided sterile and has been shown to inhibit bacterial growth. It is not likely that the reported infection was caused by the device, but was from some other factor. Infection is a post operative complication that can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the pt's condition before device application.